Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous popliteal artery. The emboshield nav6 embolic protection system (eps) was deployed at the target sit; however, it was noted that the filter was empty and embolization occurred due the debris. Atherectomy was performed for treatment with a non-abbott device. The filter was successfully removed with the retrieval catheter. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, there was no reported device malfunction associated with the emboshield nav6. The reported patient effect of embolism is listed in the emboshield nav6 instructions for use as a known potential adverse event associated with carotid stents and embolic protection systems. Based on the case information, a conclusive cause for the reported patient effect of embolism resulting in unexpected medical intervention, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.